Event description:
It was reported that visible air bubbles were observed through the valve. During the procedure, the physician aspirated the faradrive steerable sheath valve after the transseptal puncture and inserted the octaray mapping catheter. Aspiration was performed without issues, and the left atrium (la) was mapped. However, when the catheter was pulled back (still through the valve) and aspiration was attempted again, numerous bubbles appeared. The physician removed the mapping catheter and attempted to insert the farawave catheter, but bubbles were still present. Consequently, the faradrive sheath was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.